Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, it was noted that the balloon shaft had fracture from the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, it was noted that the balloon shaft had fracture from the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 73cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.